Manufacturer narrative:
The subject ltf-s190-10 was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed the reported phenomenon was duplicated when the bending section of the subject device was angulated. After disassembling of the subject device, the evaluation also confirmed that the ccd (image) cable was frayed at the distal end side of the bending section. Based on the finding, it is surmised that the frayed ccd cable caused a short-circuit around the ccd unit and it resulted in the image loss. The exact cause could not be conclusively determined, but it was likely due to repeated physical stress applied to the ccd cable during use, such as angulating the bending section. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented. The instruction manual of the device instructs: warning: follow the warnings given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result.

Event description:
During an unspecified procedure with the ltf-s190-10, an endoscopic image disappeared. The user replaced the subject ltf-s190-10 to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.